Event description:
It was reported that the cable was reading low spo2 while on a pt. Spo2 was verified as "normal" with the philips vs3 with fast. The uspo2 reading was in the "40's" when actual sat was in the "upper 90's". There was no consequence or impact to the pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned cable was evaluated. During investigation, the message, "board is not responding during protocol detection" was displayed. The error message displayed renders the device non-functional. A service history record review reveals that this unit was in the field for over thirteen (13) months with no previous reported issues prior to this reported event. Updated answer to initial reporter also sent report to FDA to "no".

Manufacturer narrative:
The initial MDR was 2031172-2014-00015. However, the correct MDR # should be 2031172-2015-00015.